Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 567 mg/dl. Customer¿s current blood glucose level was unknown. Customer was treated with manual injection. Customer declined to check air bubble or leak. Customer was alleging insulin pump for under delivering because customer experienced high blood glucose level. Drive support cap was normal. Customer stated that the high pressure test was failed. The insulin pump will be returned for analysis.